Event description:
The user facility reported to terumo cardiovascular systems that they have concerns with regard to the labeling of the fx oxygenators. The customer is concerned that the fx oxygenators are not labeled well enough on the oxygenator itself. No patient involvement as this occurred during setup. Product was not changed out. Surgery was successfully completed.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. For this reason, terumo references evaluation code.